Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted.

Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the us. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B) (4). The analysis is pending.